Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned. No fracture was found on the portion received. External insulation abrasion was noted at 41.6cm - 41.9cm from the distal tip, consistent with lead friction to the ICD can. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was capped and replaced due to fracture.